Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's failed a software upgrade and now requires a replacement pca processor. There was no patient involvement.